Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope is scratched. A visual inspection was performed and showed the scope to have severe distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the scope is scratched. No back-up device was available. Nor delay or patient injury was reported.